Event description:
It was reported that the left ventricular (lv) lead exhibited an abrupt increase in threshold and outputs resulting in diaphragmatic stimulation. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.